Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This event resulted from a query of the medsun database for 2024-2025 and was identified as a complaint which was not captured by the manufacturer. As a result, the information provided was limited to what is reported herein. No additional information will be available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported during a cystoscopy procedure a ¿bumblebee ureteral catheter¿ was used and upon its removal, a portion of it shaved off. This resulted in pieces of the device remaining in the bladder. These pieces which could clearly be seen were removed by the surgeon using a grasper and the bladder was irrigated and drained. Open-end flexi-tip ureteral catheter is commonly referred to as a "bumblebee" due to its color/markings; however, for this case, the device specifics are unknown. No additional information will be provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation it was reported during a cystoscopy procedure a ¿bumblebee ureteral catheter¿ was used and upon its removal, a portion of it shaved off. This resulted in pieces of the device remaining in the bladder. These pieces which could clearly be seen were removed by the surgeon using a grasper and the bladder was irrigated and drained. Open-end flexi-tip ureteral catheter is commonly referred to as a "bumblebee" due to its color/markings; however, for this case, the device specifics are unknown. No additional information will be provided. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention due to this occurrence. The patient did not experience any adverse effects due to this occurrence. Reviews of the instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The complaint device was not returned; therefore, no functional testing or visual inspections could be performed. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) and complaint history database search for other complaints could not complete due to lack of lot information. According to the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling; the IFU supplied with the device states the following in consideration of the reported failure mode: precautions ¿ do not withdraw catheter while deflected in cystoscope/endoscope. ¿avoid bending or kinking the catheter prior to placement. Doing so could damage the integrity of the catheter and result in patient injury. ¿ if you encounter resistance while advancing or withdrawing the catheter, stop. Determine the cause of the resistance before proceeding. Based upon the available information, no product returned, and results of the investigation, cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints per the risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.